Manufacturer narrative:
(B)(4). The insulin pump passed all functioning tests. However, the device was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm. Motor passed motor test. No e70 alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 154 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.